Event description:
It was reported that a pump experienced nuisance upstream occlusion alarms in the medical oncology department. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the upstream sensor to be failing, as evidence by the signal output of the upper sensor being out of specification, making the device more sensitive for nuisance alarms. The device was not in specification in relation to the reported symptom. The upstream sensor assembly was replaced.